Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit system was used during a retropubic sling procedure on (B)(6) 2018. According to the complainant, during withdrawal, as the trocar was advanced through the retropubic space, the blue dilator detached from the sleeve. The physician believed this occurred not because of a product failure, but due to the patient being obese and having major scar tissue from a previous procedure. The procedure was completed with an obtryx sling. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.